Event description:
Customer reports that insulin pump did not alarm when threshold was reached. Customer's blood glucose was 53 mg/dl and sensor glucose was 67. Customer's blood glucose at the time of call was 53 mg/dl, which was treated with food. After checking setting for threshold suspend, customer was advised that threshold was set 60 mg/dl and sensor was reading 67 which was above the threshold setting. Customer will contact healthcare professional regarding settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.